Event description:
During a five-hour cryo procedure, the carto system was used to map and record only, (no rf applications were applied). Five days post procedure, the pt returned for a follow-up visit. A third degree burn was identified on the lower calf where the cable from the ref patch to the pt interface unit(piu) had been placed along side of the pt. The pt was treated for necrosis of the skin at the burn area. The physician and pt are discussing further treatment.